Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported that they are able to program user default alarm settings into the rad 5. They can power cycle the rad 5 and have the user defaults retained, but if they power cycle the device again (twice) the parameters revert to factory default. No patient consequence or impact reported.